Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found residue indicating use. No issues were noted. Functional testing found the resistance end to end through the active cord measured approximately 0.21 ohms that is within specification. The complaint was not confirmed, the active cord passed the resistance test. The most probable root cause classification for the reported failure could not be determined. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during procedure the device failed to transmit electrical energy into the snare. The procedure was completed with another active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure performed on (B)(6), 2015. According to the complainant, during procedure the device failed to transmit electrical energy into the snare. The procedure was completed with another active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.